Event description:
The manufacturer received information alleging a trilogy 02 ventilator alarm sound became quieter and then louder during a pre-use inspection. The device was not in use. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device at the manufacturer's service center, it was confirmed by operational checking that the sound from one of the two piezo speakers was low. The lower volume piezo speaker was replaced to correct the issue. In addition, the device failed a test step during testing (nurse call button failure). The device's interface pca replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a trilogy 02 ventilator alarm sound became quieter and then louder during a pre-use inspection. The device was not in use. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device at the manufacturer's service center, it was confirmed by operational checking that the sound from one of the two piezo speakers was low. The lower volume piezo speaker was replaced to correct the issue. In addition, the device failed a test step during testing (nurse call button failure). The device's interface pca replaced to address the issue. The interface board was evaluated by the manufacturer's product investigation laboratory (pil) and found the interface board functioned as designed and operated without issue or error codes.